Event description:
It was reported that a request was made to have data from this device analyzed to determine when the device should be replaced. Data analysis found the battery appeared to be depleting more quickly than expected and replacement was recommended. No adverse patient effects were reported. This report will be updated should further information become available.